Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported hospitalization due to high blood glucose. The blood glucose reading is 526 mg/dl. Customer was coughing and had difficulty breathing. Customer had pneumonia and bronchitis. Hospital treated with manual injection and IV. Nothing further reported.